Event description:
On (B)(6)2024, the following information was received: ¿underprocess [sic] tissue ran to completion no error codes. 600 cassettes/ 2 retorts /2 runs affected (wed-thurs) reagents changed prior to run, no records of what reagent was changed.¿ on (B)(6) 2024, the assigned leica field applications specialist ¿ core histology, mid-atlantic (fas) visited the customer site and documented the following: ¿customer reports underprocessed [sic] tissue on overnight 8hr and 12hr runs. Tissue reprocessed in cleaning cycle with dry step. Reagent bottle levels, retorts, and wax chambers visually appear normal. Substantial adipose residue in all ethanol bottles, including high percentages.¿ the fas ¿created standard reprocessing protocol without dry step. Due to adipose residue, recommended when time allows to dump all ethanols, wash bottles, regrade.¿ the fas documented the affected patient tissue samples were derived from one (1) ¿peloris factory 12hr xylene protocol¿ protocol comprising 192 cassettes which started in retort b at 03:00 on (B)(6)2024 and one (1) ¿peloris - factory 8hr xylene protocol¿ protocol comprising 264 cassettes which started in retort a at 22:00 on (B)(6) 2024. The affected patient tissue type(s) and size(s) were described as ¿breast/routine¿ and ¿per customer, as thick as 15x10x3 mm¿, respectively. The tissue artefact was described as ¿under processed¿ and the affected patient tissue samples were reprocessed by ¿customer used clean cycle and then a 4 hr run¿. The fas also documented ¿wax baths look average, reagent bottles contain substantial adipose residue (even recently changed), eosin on board (50ml per ethanol, recommended no more than 25ml)¿. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles except bottle 4 which had a measured concentration of 80% and a software concentration of 98%, and bottle 6 which had a measured concentration of 50% and a software concentration of 59%. On (B)(6) 2025, leica biosystems melbourne received information that all patient tissues were diagnosed. No re-biopsy was recommended or performed. No adverse consequence(s) for any patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿factory 8hr xylene standard¿ protocol comprising 264 cassettes executed in retort a, which started at 14:00 on (B)(6) 2024 and completed successfully at 22:05 on (B)(6) 2024 and the ¿factory 12hr xylene standard¿ protocol comprising 192 cassettes executed in retort b, which started at 15:08 on (B)(6) 2024 and completed successfully at 03:06 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the customer. The root cause for the initially reported ¿underprocess [sic] tissu.¿ could not be unequivocally determined from the information available. The assigned leica field applications specialist ¿ core histology, mid-atlantic (fas) observed ¿substantial adipose residue in all ethanol bottles, including high percentages¿ indicating that contamination of the ethanol reagents may have contributed to the sub-optimal tissue processing reported by the customer. Information received from the assigned leica field applications specialist ¿ core histology, mid-atlantic (fas) detailed ¿customer reports underprocessed [sic] tissue on overnight 8hr and 12hr runs. Tissue reprocessed in cleaning cycle with dry step and then a 4 hr run¿. This information indicates that the user failed to follow the manufacturer instructions detailed in section 3.2 of the leica peloris ii user manual, which contains the following specific warning: ¿do not use cleaning protocols for reprocessing as the dry step will damage the tissue.¿ accordingly, exposure of the patient tissue samples to the retort cleaning protocols would have adversely impacted the patient tissue samples. Although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint.